Event description:
The pt reported that in last couple of days he started to hear alarm when he is standing, not sitting. Also indicated that he has to pull on pump to go to the restroom. Pt stated he believes that he is going through withdrawal and is experiencing irritability and aches. Attempts to obtain add'l info from the physician of record were unsuccessful. Manufacturers tracking system indicated the pt was being treated for non-malignant pain. The drug used was not specified.

Manufacturer narrative:
Eval results other: catheter. This report is being sent following an internal audit.